Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On march 7, 2024, senseonics was made aware of an incident where the patient complained of receiving a low glucose alert even though there was no actual hypoglycemia event. The patient reported that blood glucose (bg) value on (B)(6) 2024 at 12:27 pm was 190 mg/dl where as sensor glucose (sg) value was 45 mg/dl. The system asserted a low glucose alert as the value went below the low glucose alert threshold which was set at 65 mg/dl. The patient had no symptoms and no actions were needed to be taken.

Manufacturer narrative:
The initial investigation was performed on customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the customer complaint was confirmed. Per dms, the sensor glucose (sg) value was 45 mg/dl at 12:26 pm on (B)(6) 2024. The corresponding blood glucose (bg) value was 190 mg/dl at 12:27 pm. The customer received low glucose alert as the sg value went below the alert threshold. Based on the additional review of the glucose data and the system performance, a deviation was observed. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued for return and replacement of sensor. Visual inspection of the returned sensor revealed that a significant portion of the chemical component missing. A functional test was performed, but since the chemical component was missing from the sensor, it was inconclusive. A further review of the incidents reported by the customer showed that they reported an incident of infection at insertion site with symptoms of redness and swelling around the insertion site on (B)(6) 2024 and the hcp had prescribed antibiotics. This could be the potential root cause of the observed mismatch and the deviation in sensor performance. No further investigation was found necessary for this complaint. B4.date of this report 09 june 2024. D4.primary unique device identifier (UDI) number updated to (B)(4). D9 device available for evaluation? Yes, 04/22/2024. G3.date received by the manufacturer? 05 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.